Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they are suffering from pain, nausea, and chipped tooth/teeth. They stated that the aligners are very painful on their teeth, causing extreme headaches and nausea/vomiting. The severe headaches/migraines sent them to the hospital. The doctor advised them to no longer wear the aligners as they are causing the migraines and nausea/vomiting resulting in dehydration. Patient was given over the counter medication that did not work. The doctor had the patient stop aligner treatment for a week to see how they are, and their symptoms subsided. Patient stated that they refuse to wear the aligners. There was mention of chipped tooth/teeth but no further information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.